Manufacturer narrative:
This facility had a "boil water notice" go out while their advantage plus machine was reprocessing endoscopes. Due to the notice, the water supply was turned off while the machine was mid-cycle. The advantage plus operators called medivators technical service for instructions on how to appropriately abort the cycle and remove the scopes to finish reprocessing at another facility. During the endoscope transfer, a few staff members went to the ER due to rapicide pa high level disinfectant chemical exposure. Medivators technical service records indicates that the cycle was aborted during the disinfection cycle and the scopes were not rinsed of disinfectant prior to removal. It was also reported that the air exchange in the reprocessing room was turned off; therefore, there was no air exchange at the time of the scope transfer. It is unknown whether the operators were wearing the appropriate ppe. There is limited information regarding the current status of the affected personnel. This complaint will continue to be monitored within medivators complaint system.

Event description:
The case states that some operators of the medivators advantage plus automated endoscope reprocessor (aer) experienced rapicide pa chemical exposure symptoms.